Manufacturer narrative:
The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer had issues with their sensor. The patient's blood glucose level was at 107 mg/dl. The customer also wanted a replacement pump due to the scroll wrap recall. A replacement pump was shipped to the customer. No further info was provided.